Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two medwatch reports: manufacture report number # 2029046-2021-01072 for product code d134805 (thermocool¿ smart touch¿ sf bi-directional navigation catheter). Importer report number # (B)(4) product code m490007 (smartablate" system rf generator (us)).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and a smartablate" system rf generator (us) and the patient suffered esophageal fistula and subsequently died. On (B)(6) 2021 the patient presented with an esophageal fistula and subsequently expired. An atrial fibrillation (a-fib) procedure was performed on (B)(6) 2021. The biosense webster inc. (Bwi) representative was informed of the death on 6/10/2021. No other information was able to be recalled by the biosense webster inc. (Bwi) representative of the a-fib procedure. Based on the narrative, there were no complaints of device malfunction during the a-fib procedure

Manufacturer narrative:
On 25-jul-2021, biosense webster inc. Received additional information about the event and patient. It was reported that the physician is not sure exactly how the fistula occurred as there were no major indicators of a temp rise that was noted. However, he was concerned that the generator delivered an inconsistent power. The patient returned weeks later complaining of pain. The patient¿s cardiologist did a computed tomography (CT) looking for fistula but did not note one. Then, within days, the patient was admitted with chest pain and died with-in days of that. Reporter was unsure if there was a repeat scan or what they did to finally determine the fistula. This adverse event was discovered 3-4 weeks post procedure with biosense webster products. Physician is concerned with the bwi product, namely the system and also with the esophageal temp probe did not work properly. The smartablate generator had not been pm¿d in multiple years. The reporter does not the exact parameters of power. No error messages observed on biosense webster equipment during the procedure. A linear temp probe in the esophagus was used to prevent esophageal injury. The correct catheter settings were selected on the smartablate generator. The smartablate pump was switching from low to high flow during ablation. Force visualization features used: graph, dashboard, graph taken from CT, vector & visitag & impedance drop color options. Cardiologist ordered a CT to determine event. The patient died from the event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).